Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 06/02/2010, 06/04/2010 and 06/21/2010 by phone, fax, and mail. Additional info was obtained by phone on 06/02/2010. A completed questionnaire has not been received. (B)(4).

Event description:
Adverse event(s): "cannot read without glasses and my distance vision no better than prior to surgery" (vision, impaired). Product problem(s): "does not blame the iol for the pt's symptoms" (no known device problem [iol (intraocular lens) implant]). A consumer reported that following intraocular lens (iol) implant surgery, he cannot read without glasses and his distance vision is no better than prior to surgery. The consumer stated that he sought a second surgeon who prescribed eyeglasses. In a follow-up, the implanting surgeon's technician reported that the surgeon does not blame the iol for the pt's symptoms. Additional info has been requested.